Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause of bg was due to the customer inadvertently injecting 60-80 units of insulin while attempting to insert insulin into the cartridge. Customer consumed carbohydrates and glucose tablets to address bg. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous dextrose. Customer was released from the hospital on (B)(6) 2020 with no permanent damage.